Manufacturer narrative:
(B)(4). Additional information received on 14 september 2023 states that "it occurred on a patient first, they swapped to datascope pump to solve this issue in time, therefore, patient has still ok after switching pump to another brand". The reported complaint of "helium loss 2 alarm" was confirmed by a field service technician. No iabp part or recorder strip was returned for investigation. According to the eqr report, the pcs assembly was replaced, and the issue was resolved. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "pcs board failure due to helium loss 2 alarm even be used with simulators". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "pcs board failure due to helium loss 2 alarm even be used with simulators". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.